Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Customer had not addressed their bg at the time of troubleshooting. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.